Event description:
It was reported that the right atrial lead dislodged. The lead was repositioned successfully. No patient symptoms were reported.

Manufacturer narrative:
UDI (di): (B)(4). Initial reporter: unknown.